Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went into diabetic ketoacidosis (dka) with a blood glucose (bg) level over 700 mg/dl and went to the emergency room (ER). Reportedly, the cause of the high bg was unknown. The customer believed the issue was due to the pump; however, the specific type of issue was unable to be confirmed. While in the ER, the customer was given fluid, nausea medicine, and was put on an insulin drip. The customer was admitted to the hospital. When leaving the ER, the customer was still in pain but reported being conscious with a bg over 300 mg/dl. Customer's bg was addressed with insulin drip and fluids. Customer was released from the hospital at (B)(6) 2018 with no reported permanent damage.

Manufacturer narrative:
A follow up call on 03/09/2018 indicated that the reason for the hospitalization was due to the pump unexpectedly shutting down intermittently. In addition to the initial information provided regarding the customer's blood glucose (bg) levels, the customer reported experiencing bg levels from 367-400 mg/dl. Customer confirmed that an alternate method of insulin delivery was available and declined to provide further information regarding the reported issue.